Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module of the heart lung console failed, and the display disappeared. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.